Event description:
It was reported that during a supply change an infusion set was deployed incorrectly when the paper backing was not removed prior to applying a 23-inch teflon inset infusion set, resulting in unsuccessful application. The user was advised to apply a new set and swap the tubing and confirmed prior experience and comfort performing this. No reported symptoms. Outcomes included resolution through user education and successful troubleshooting without alerts or alarms. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user setup error associated with the infusion set application, with no device alarm activity and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.